Event description:
It was reported that the customer was experiencing hypoglycemia with an unclear cause while using the ilet system, and clinical decision support requested that the user be connected with clinical support for a factory reset and additional troubleshooting. Symptoms included low blood glucose. Outcomes included no reported alarms or alerts and the need for additional information from the customer. Investigation included customer interview and clinical support engagement with planned device troubleshooting. Investigation of this case revealed that the cause of hypoglycemia was not determined based on available information. It was concluded that the event involved hypoglycemia of unclear origin without evidence of device malfunction at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.